Manufacturer narrative:
The complaint product is available for the investigation. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of screwdriver broken / stripped. Surgeon completed procedure with same / like product.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available.

Manufacturer narrative:
One (1) expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400, lot number: mi27479] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests that the driver underwent a quasi-static shear failure starting at the driver¿s hex features and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the quick-connect driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static shear failure starting at the driver¿s hex features and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.